Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited that the nozzle and the plastic distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that foreign material was present in the nozzle and cover of the distal end section. The foreign materials were not identified. The foreign material residue points were confirmed to be free from deformation. A definitive root cause could not be determined. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes performed on the distal end, where no obvious deviations from instructions for use (IFU) were identified. However, the customer did not respond regarding whether they had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. In addition, the customer could not confirm whether there were abnormalities in the accessories when the distal end was cleaned. The instructions for use states the detection methods associated with the event in instructions for gif type q260j series, operation manual, chapter 3 ¿preparation and inspection¿ and the prevention methods in instructions for gif type q260j series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.